Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that during a hip arthroplasty, two acetabular liners would not seat properly in the acetabular cup. A ceramic liner was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that this type of event can occur. Under warnings, number 2 states, "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-02694 / 02695). Product location unknown.

Event description:
It was reported that during a hip arthroplasty, two acetabular liners would not seat properly in the acetabular cup. A ceramic liner was used to complete the procedure without patient injury or delay.